Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that prior to calling they adjusted the pump rate, replaced the x seal, flossed the rotary valve and replaced the x tubing. The customer repeated the samples on the same instrument after this and results were higher than those obtained on the dimension rxl instrument. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found a clog in waste line and flossed the port, tower and rotary value. The cse replaced the x seal, rotary value, tower, port value, sample probe, diluent 2 way value and all integrated multisensor technology tubing. Diluent check and quality controls were run, resulting within range. The cause of discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on four patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on a dimension rxl instrument, resulting as expected. The samples were repeated on the same instrument after the customer performed troubleshooting, resulting higher than those obtained on the dimension rxl. The repeat results from the dimension rxl were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.